Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display was dim/faded/discolored with moisture behind the display lens. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged display issue was duplicated. The pump powered up to a dim display with reddish text. Auditory and vibratory features were functional. No tactile issue was observed with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).